Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas and the reported event cannot be conclusively determined through this evaluation. Multiple pi events, 121 in total, were captured throughout the submitted log file. Despite the pi events, no atypical events were captured and the pump appeared to have been operating as intended. However, a single low flow event was captured on (B)(6) 2018 at 7:00 when the estimated flow was calculated to be below 2.5lpm. The low flow event lasted for approximately 4 seconds, therefore no low flow alarms were activated. In addition, 122 pi events were observed in the log file. Despite the low flow and pi events, no other atypical events were captured and the pump appeared to have been operating as intended. The patient received a right heart catheterization (rhc) and it was noted that the inflow cannula was positional and was likely contributing to the irregularity of pi. The patient¿s vad speed was then increased to 5200rpm from 5000rpm. The patient was reportedly doing well at home and will be seen in the clinic for a follow-up. The patient remains ongoing on heartmate 3 lvas and no related events have been reported at this time. The hm3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU also describes all system alarms and the recommended actions associated with them. Suction events are discussed in the IFU. The document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a low flow alarm and many pi events on (B)(6) 2018. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported pump malpositioning could not be conclusively determined through this investigation as no images were provided by the account. Review of the log file data confirmed low flow and pulsatility index (pi) events; however a direct correlation between the reported low flow alarms and reported pump malpositioning cannot be conclusively determined through this investigation controller event log file (B)(4) contained approximately 2 hours of data, spanning from on (B)(6) 2018 at 9:30 to on (B)(6) 2018 at 11:26. Multiple pi events, 121 in total, were captured throughout the log file. Controller event log file (B)(4) contained approximately 6 hours of data, spanning from on (B)(6) 2018 at 6:47 to on (B)(6) 2018 at 12:42. A single low flow event was captured on (B)(6) 2018 at 7:00 when the estimated flow was calculated to be below 2.5lpm. The low flow event lasted for approximately 4 seconds, therefore no low flow alarms were activated. In addition, 122 pi events were observed in the log file. No other atypical events were captured in the log files and no notable alarms were captured. The pump appeared to have been operating as intended. The account reported that the patient had experienced low flow alarms and a substantial amount of pi events beginning on (B)(6) 2018. The patient was asymptomatic and denied symptoms of heart failure. A computerized tomography (CT) scan was performed and was not suggestive of an outflow graft obstruction/twist; however, the scan revealed that the outflow graft was pointing towards the septum. The pump speed was initially decreased to 5000rpm and the patient¿s bumex dose was reduced. The patient received a right heart catheterization (rhc) on (B)(6) 2018 and it was noted that the inflow cannula was positional and was likely contributing to the irregularity of the pi. The rhc also revealed mild to moderate pressure elevations. The patient¿s pump speed was then increased to 5200rpm from 5000rpm. The patient was reportedly doing well at home and was to be seen in the clinic for a follow-up. The patient remained ongoing on heartmate 3 left ventricular assist system, serial number: (B)(6), until they expired on 01apr2020 due to coronavirus (covid-19). The heartmate 3 left ventricular assist system instructions for use outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in the instructions for use. This document explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The instructions for use describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit (B)(6)shipped on (B)(6) 2017. Heartmate 3 left ventricular assist system instructions for use (IFU) is currently available and contains the following information: section 4 explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The instructions for use glossary explains that the low flow hazard alarm is accompanied by a flashing red heart on the user interface. ¿call hospital contact¿ and ¿low flow¿ alternate on the screen, and there is a constant audio tone emitting from the system controller. This is a hazard alarm condition that requires immediate attention. Section 4 also states: "pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed." Section 5 outlines steps to ensure the proper placement of the pump and inflow cannula. Care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this section. Section 7 contains a table of alarms and the actions associated with each of them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's weight was not provided. UDI: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 4 months. The pump remains implanted and the patient continues on vad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a right heart catheterization performed on (B)(6) 2018 noted that the inflow cannula was positional (shifted with a change in patient's position), and likely contributing to the irregularity of pulsatility index events. No other atypical pump parameters were observed. The pump speed was reduced and the patient's bumex dosage was reduced. The patient was reportedly doing well clinically and was discharged home. No further information was provided.

Event description:
It was reported that the patient had a low flow alarm on (B)(6) 2018. The patient was asymptomatic. A CT scan revealed no outflow graft obstruction or twist. However, the outflow graft was pointing toward the septum. Echo revealed evidence of suction with increased lvad speeds. Right heart catheterization revealed mild-moderately elevated pressures. No action was taken.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported event cannot be conclusively determined through this evaluation. The controller event log file (76051232) contained approximately 2 hours of data, spanning from (B)(6) 2018 at 9:30 to 05jun2018 at 11:26. The log file captured motor power, calculated flow, and calculated pi ranging from 3.734 to 4.218watts, 2.8 to 4.8lpm, and 3.4 to 10.7, respectively. Multiple pi events, 121 in total, were captured throughout the log file. Despite the pi events, no atypical events were captured and the pump appeared to have been operating as intended. The controller event log file (76221345) contained approximately 6 hours of data, spanning from (B)(6) 2018 at 6:47 to (B)(6) 2018 at 12:42. The log file captured motor power, calculated flow, and calculated pi ranging from 3.559 to 4.031watts, 2.4 to 4.7lpm, and 3.4 to 12.2, respectively. A single low flow event was captured on (B)(6) 2018 at 7:00 when the estimated flow was calculated to be below 2.5lpm. The low flow event lasted for approximately 4 seconds, therefore no low flow alarms were activated. In addition, 122 pi events were observed in the log file. Despite the low flow and pi events, no other atypical events were captured and the pump appeared to have been operating as intended. It was reported that the patient had a substantial amount of pi events. The patient was stable and denied symptoms of heart failure. The vad speed was initially decreased to 5000rpm and the patient¿s bumex dose was reduced. The patient received a right heart catheterization (rhc) on (B)(6) 2018 and it was noted that the inflow cannula was positional and was likely contributing to the irregularity of pi. The patient¿s vad speed was then increased to 5200rpm from 5000rpm. The patient was reportedly doing well at home and was to be seen in the clinic for a follow-up. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and notes that changes in patient conditions can result in low flow. The IFU also describes all system alarms and the recommended actions associated with them. Suction events are discussed in the IFU. The document explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: correction.